Manufacturer narrative:
Product eval: the product was not returned for analysis, only the carton and inserts were returned. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A study coordinator reported that an intraocular lens (iol) had to be repositioned due to tilting inferiorly. Follow up information was received. Prior to the repositioning, the patient had reported bad vision at all distances. The event continues because there has been no vision improvement following the repositioning surgery.